Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to pressure transducer (mt5) being out of tolerance.

Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair.

Event description:
The manufacturer received information alleging a ventilator failed a test step. The device was sent to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.